Manufacturer narrative:
Due to system limitation the following was added to MDR: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a massive headache and was hemodynamically stable. Computed tomography (CT) of the brain showed a subarachnoid hemorrhage (sah), international normalized ratio (inr) was 2.04, aspirin (acetylsalicylic acid) and warfarin were withheld. The patient developed bacteremia on (B)(6) 2022 and antimicrobial therapy was started. A CT angiography of the head was performed two weeks later which reported a decrease in sah with no new findings. Warfarin was restarted on (B)(6) 2023 with inr based titration uneventfully. The patient developed left-sided weakness on (B)(6) 2023, brain CT was done and showed a new right frontal intracerebral hemorrhage (ich). The patient rapidly deteriorated according to the glasgow coma scale (gcs) and required intubation. Repeat brain CT within 2 hours showed worsening of the ich. Surgical intervention was not deemed appropriate given poor prognosis and functional recovery. The patient passed away shortly after on (B)(6) 2023 due to the intracerebral hemorrhage.

Manufacturer narrative:
Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2205 bacteremia manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported intracerebral hemorrhage and patient outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the patient's bacteremia could not be determined. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists infection, stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.